Manufacturer narrative:
Concomitant products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 1997, product type: implantable neurostimulator. Please see manufacturer report #6000032-2016-00090 for information on the patient's concomitant system.

Event description:
The consumer reported that all devices were out due to infection. The indication for use was arachnoiditis. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.